Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Product code? Lot number?

Event description:
It was reported that a patient underwent an hernia repair procedure (B)(6) 2022 and suture was used. During the procedure, it was reported that when the patient was given surgery, the suture broke during the surgery. Changed another one to complete the surgery no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2022. H6 component code: g07002 no device return. Additional information was requested, but unavailable: product code? Lot number? What tissue was being approximated/ sutured?¿¿according to the feedback of the sales representative, all the above answers are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.